Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified blown fuses. Facility replaced fuses. After fuse replacement, the error "404" was noticed. A ge service representative replaced the collimator driver pcb and verified table power is within specifications. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the table, on the 2600 system will not boot. There was no report of patient injury.